Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer administered manual insulin injections intermittently due to occlusions. Customer declined tandem technical support follow up. There was no reported adverse impact to the customer.